Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator failed to recover. The customer had already attempted to reboot the station and perform a recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to recover. A field service engineer arrived on unit and confirmed remote manager was functioning properly, unable to recreate any faulty issues. Realigned remote manager box and hasp. Checked bus cable, harness, and interface board. The system functioned as intended after the field service engineer repaired the device.